Manufacturer narrative:
Cine image review: the images show the stenosis in the lmca before pci and show the development of a pseudoaneurysm. The images also show the spontaneously regression of the pseudoaneurysm. The images do not provide any root cause for the event. (B)(4).

Event description:
Physician used an endeavor drug eluting stent to treat a diffuse calcified stenotic lesion that extended from the left anterior descending artery (lad) to the left main coronary artery (lmca). Lesion was pre-dilated at pressure of 14atm with a non medtronic balloon. A dissection occurred and was left untreated. The endeavor stent was then implanted at pressure of 14 atm, good expansion was achieved. The patient remained asymptomatic after pci. Approximately 6 months post pci, follow-up cag and ivus revealed the formation of an in-stent pseudoaneurysm closer to the proximal end of the endeavor stent. Approximately 13 months post the index procedure, cag and ivus revealed the spontaneous and complete resolution of the pseudoaneurysm.

Manufacturer narrative:
Minoru ichikawa, yoshiyuki kijima springer, 2014 title: spontaneous resolution of pseudoaneurysm after zotarolimuseluting stent implantation: imaging evidence at 13 months of follow-up cardiovasc interv and ther (2015) 30:168¿170 doi 10.1007/s12928-014-0268-2.